Manufacturer narrative:
Date of event: (B)(6) 2017, additional suspect medical device component involved in the event: model#: sc-2317-50, serial#: (B)(4), description: infinion cx 50cm lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances was noted on the lead. It was found out that the right lead had fractured. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that the ipg was replaced per physicians preference.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances was noted on the lead. It was found out that the right lead had fractured. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances was noted on the lead. It was found out that the right lead had fractured. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances was noted on the lead. It was found out that the right lead had fractured. The patient will undergo a revision procedure wherein a lead will be replaced.